Event description:
A mobi-c implant was reported to be misaligned, causing implant immobility.

Manufacturer narrative:
E1 (telephone number):(B)(6). Correction: a1, b5, b7, d1, d2 (common device name), d4 (UDI number), e1 (first name, city, state, zip code and telephone number), e4, g3, h3, h6 (patient and device codes) additional info: b6, d4 (UDI number), g5 (PMA/510k), h6 (results and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of tracebaility and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Remains implanted.

Event description:
Mobi-c p&f us: implant position incorrect, does not move. As reported by patient: he had double disc replacement surgery in (B)(6) 2018, he reported that he had problems ever since. The both disc at c-7 is not moving. He believe this is due to his surgeon's error. The disc do not appear to be fully inserted or center on the vertebrate. The x-rays show the dics extending beyond the front of the vertebrate into the throat. The surgeon say this is not an issue . According to the patient, the neck and back are began to curve. No information received on remedial action or revison scheduled by healthcare facility . Additional information was requested. Investigation ongoing.